Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: the grip had a scratch, the switch box had a scratch, the suction cylinder had discoloration, switch 1 had a pinhole, the electrical connector had corrosion due to water leakage, the suction connector was dirty due to water leakage, due to a crack on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value, due to cut on forceps elevator wire, forceps skip or sway on the upper half of the endoscopic image, due to a cut on forceps elevator wire, forceps did not rise up at all, the connecting tube had a buckling, the bending section cover glue was discolored, and the distal end was shaved. Due to annual inspection, parts must be replaced, adhesive around objective lens had wear, water tightness of forceps elevator was lost, universal cord had a wrinkle, universal cord was found discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the duodenovideoscope's forceps elevator was broken. The device was returned for evaluation and annual inspection. During the device evaluation, the inside of the light guide lens had foreign objects . There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The humidity invaded the lg-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.